Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Therapy delivery was turned off. Technical services (ts) was consulted and discussed stored data. Troubleshooting was performed and the device sensing vector was reprogrammed, with a sense b electrode issue suspected as the source of the noise. The reprogramming was unsuccessful, with noise still present in all sensing vectors. This s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Therapy delivery was turned off. Technical services (ts) was consulted and discussed stored data. Troubleshooting was performed and the device sensing vector was reprogrammed, with a sense b electrode issue suspected as the source of the noise. The reprogramming was unsuccessful, with noise still present in all sensing vectors. This s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.